Event description:
It was reported that the patient had taken a note of up to 90 red heart alarms a day and had frequent pulsatility index (pi) events in 24hr span. Interrogation of the device showed 127 pi events but no other significant alarms or advisories outside of the past 24 hrs. Other than pi events, the log files also did not capture any red heart alarms during the submitted history and the recorded average flow values were between 3.7 and 4.9 liters per minute (lpm). Although the cause for the persistent pi events was uncertain, it was suspected that the patient might have kinked outflow graft as they had approximately 50-60 pounds caloric weight gain. Computed tomography (CT) of the chest with contrast was planned to assess for left ventricle outflow graft (lvog) kink/obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow (red heart) alarms could not be confirmed through evaluation of the submitted log files as they were overwritten by newer data, per design. The controller event log file contained information on (B)(6) 2022 from 11:38:01 to 12:40:32 that primarily consisted of pulsatility index (pi) events. The pump operated as intended at the set speed for the duration of the log file. The controller periodic log file contained events from (B)(6) 2022. There was no notable trend in flow over time. The log files did not capture any notable alarms and appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 4-24 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 also notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. Although it was initially theorized that the patient may have an outflow graft issue due to weight gain, the submitted log files revealed sufficient flow through the device and a CT was not conducted. Additionally, it was noted that adjusting how the patient¿s driveline was anchored helped resolve some of the alarms. The IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the CT was not scheduled as of (B)(6) 2023 due to the patient experiencing several barriers to scheduling. The patient stated that their visiting nurse changed how the driveline was anchored and that appeared to have resolved the problem. It was uncertain if there were any alarms that were consistent with driveline fracture as they did not seem to be triggered by how the driveline was draped. Additional information was received that though the patient was asymptomatic, the alarms remained to be a continued occurrence. The plan was to continue to facilitate imaging of the outflow graft. As of (B)(6) 2023, the patient was non-compliant with requests to scan the driveline and the outflow graft kink was unable to be confirmed. Per the patient, the alarms were less frequent but remained intermittent. The plant was to continue to request for the patient to obtain the CT scan.